Manufacturer narrative:
Other relevant device(s) are: software 9736113 stealth os sup pkg. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when powering on the system it booted past the blue logo screen but then hung up on a blank black screen for approximately 5 min. The site then shutdown the system. No patient present.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found. The hard ware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.